Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed with a constant tone. The patient's blood glucose at the time of incident was 2.2 mmol/l. An unspecified alarm was followed by the constant tone, and the customer was unable to clear the alarm. The battery was removed and the pump was placed in storage mode but the constant tone or alarm persisted. The customer was advised to monitor their blood glucose levels and to resume manual insulin injections if needed. The insulin pump was returned for analysis and a replacement device was shipped to the customer.